Manufacturer narrative:
Analysis on the returned computer showed no failure being fond through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen and no unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned cd drive, power media cable, and external power/data cable all resulted in no failure being found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9734477, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that it is suspected to a hardware issue after reviewing the logs. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, while the site was in the select patient task, the mouse and keyboard became unresponsive to the user. The site noted that the cd drive continued to spin despite the system not responding to any user input. The representative went to the site and confirmed the behavior. The representative proceeded to force a hard shutdown and restarted the system. Upon re-selecting the "select patient" task, the system stopped responding one more with (with no cd in the drive). The representative re-seated all the peripherals, cables and restarted the system. The representative replaced the cd drive and cable, but the issue still persists. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.